Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, multiple episodes of high ventricular rate and noise reversion due to noise on the right ventricular lead were observed. All other electrical measurements were stable. The device was reprogrammed. The patient's condition was fine.